Event description:
Manufacturer received a report from a dealer that the enduser allegedly spent 2 days in the hospital after the wheelchair allegedly "went crazy" and drove off a 5 train platform. The enduser received unspecified injuries.